Manufacturer narrative:
Follow-up #1: date of submission 12/10/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/25/2015 with the following findings: during a visual inspection of the pump, there was evidence of moisture behind the display lens. The battery compartment was found to be cracked in the upper right hand corner of the display area. The returned battery cap secured properly to the pump. The pump was unresponsive with the returned battery cap and a test battery cap. The pump had no audible tone, no vibration alert and a blank display when a battery was inserted. A leak test was performed and a leak was found at the pump case crack. The pump case was removed, and evidence of moisture contamination was found throughout the inside of the pump. Further testing was not able to be performed due to the internal moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power. It was noted that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.